Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by keating, e.m. Et al. Clinical orthopaedics and related research number 404, pp. 34¿39. Doi 10.1097/01.blo.0000030485.77561.57. This information was originally reported on 1825034-2016-00950 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on a review of the journal article, "long-term followup of nonmodular total knee replacements." The purpose of the current study was to evaluate and determine the mechanism and etiology of failure of components that failed in long-term followup of anatomic graduated component total knee replacements. The authors previously reported the survivorship of 4583 anatomic graduated component total knee arthroplasties done during a 17-year period. The current study was done to evaluate the etiology and cause of failure of the components that failed. A patient was identified in the article underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date, two years later, due to loose tibial and femoral components and suspected infection. The patient was further revised 1.5 years later due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and to correct previously submitted information: the product was requested for evaluation, but not approved by surgeon. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "early or late postoperative infection and/or allergic reaction," and "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Following review, no new risks were identified if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation h3 other text : return not approved by surgeon